Event description:
It was reported that they were getting low flow or air in line, but nurse emptied pads and added water so they thought that the issue was solved. Biomed stated that the device did alert to fill reservoir. Mss explained to only add water once pads are completely drained and after device alert. Mss noted addition of water did affect flow rate. Mss walked through disconnect and reconnect not holding near clear connector. Mss explained that holding clear connectors could introduce air into the lines and could affect flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting low flow or air in line, but nurse emptied pads and added water so they thought that the issue was solved. Biomed stated that the device did alert to fill reservoir. Mss explained to only add water once pads are completely drained and after device alert. Mss noted addition of water did affect flow rate. Mss walked through disconnect and reconnect not holding near clear connector. Mss explained that holding clear connectors could introduce air into the lines and could affect flow rate.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.